Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported additional event of "left breast mastitis with infected implant, after breast feeding¿. Report noted, incision and drainage of left breast abscess.

Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30022864 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of apr 2020 through mar 2022, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Additional reported events of left breast mastitis with infected implant and "drainage of the left breast abscess". Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "a left side capsular contracture, baker grade IV, and unilateral removal. Device explanted. Left side.